Manufacturer narrative:
The reported event of that the wire failed to be inserted into the lead completely was not confirmed. Analysis found that a complete lead was returned in one piece measuring 86.4 cm. The guidewire could be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was failed to advance into the left ventricular lead. The lead was exchanged during the procedure. The patient was stable in condition.